Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges insulin leaked from cartridge into the pump cartridge compartment. No adverse event reported. Requested return of the alleged device for evaluation.